Manufacturer narrative:
(B)(4). Per the manufacturer's subsidiary, the pump was running in pulse mode before the pump stopped and running in laminar mode after being restarted. After the case, the pump was only used in the vent position. Per data log analysis, on (B)(6) 2018, the arterial pump was running at 6.262 liters per minute (lpm) at 4:07:49 pm. At 4:07:53 pm, pulse mode was started (baseline = 50%, rate = 60 bpm, width = 50%). At 4:46:16 pm the arterial pump stopped, like the start/stop button was pressed. There was no way to tell from the log if the start/stop button was pressed. The pump was started again at 4:47:06 pm.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial pump stopped and was started manually without problems. The surgical procedure was completed successfully. There was a seven second delay to the procedure, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. No product was returned to the manufacturer for evaluation. As per subsidiary, there was no alarms either on the local display or in the central control monitor (ccm) message area. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2018, the perfusion team had the arterial roller pump stop on their heart lung machine (hlm). The team was using the arterial roller pump and started the pulse mode with a flow of 6.262 l/min at 4:07:53 pm. At 4:46:16, the arterial pump stopped. The perfusionist established forward flow 50 seconds later at 4:47:06. It is not known why the arterial flow was stopped, just that the team was able to re-establish forward flow by pressing the start/stop button and coming up on the flow knob 50 seconds later. The arterial pump functioned according to specifications the remainder of the procedure. The roller pump was switched to the sucker position after the procedure. This pump stoppage did delay the continuation of the surgical procedure for about seven seconds according to documentation. There was no blood loss or harm associated with the event.